Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. This complaint has been found to be reportable after the visual inspection of the actual sample upon receipt. The actual sample was received for evaluation. Visual inspection of the actual revealed that the slenguide (referred to as the actual sample in this report) and the senri (the balloon) were in the combined state. The balloon was exposed about 13 mm from the distal end of the actual sample. The exposed distal end of the balloon had a bulging shape. The distal end of the actual sample was damaged. The shaft of the actual sample had been crushed at approximately 425 mm from the distal end, and elongation was observed from 775 to 805 mm and from 920 to 1315 mm from the distal end. As the effective length of the normal slenguide is about 1200 mm, the actual sample was conceivable to have been elongated by 125 mm. The balloon could not be removed from the actual sample. Magnifying inspection of the actual sample found that the distal end had been deformed into a flare shape, the distal end had been chipped partially about 2.5 mm in length, and a crack was found on the reverse side. There were no crack or other external anomaly in the outer layer around the crushed and elongated parts of the actual sample. Electron microscopic inspection of the actual sample found that multiple cracks had occurred in the lengthwise direction. X-ray fluoroscopic inspection of the balloon revealed that liquid was remaining inside. It was likely that the balloon was caught in the actual sample due to the bulge on the balloon tip. An attempt was made to push the balloon forward and the balloon was found movable forward. When the balloon was pushed forward completely, its distal portion exited the actual sample was about 51 mm in length. The balloon could not completely exited the actual sample due to the elongation of the shaft of the actual sample, therefore the balloon was not in the expandable state. The balloon had been deformed in a key shape. A review of the device history record and the shipping inspection records of the involved product code/lot# combination was conducted with no findings. IFU states: insert an interventional/diagnostic device. When removing a balloon through the guiding catheter, make sure to deflate it completely. Removal of an incompletely deflated balloon may clog the guiding catheter tip and may result in damage of the tip due to the thinness of the slenguide catheter wall. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that due to the key-shaped deformity of the balloon, the wrapping collapsed and could not be deflated normally. As a result of multiple attempts to remove the balloon in that condition, the distal end of the actual sample was damaged, deformed into the flare shape, and cracked. When the actual sample was removed together with the balloon, it was stuck due to its flare-shaped deformity, resulting in the chipping of the distal end. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported the r2p slenguide was used during the procedure. Pre-dilation was performed on the right iliac lesion and r2p misago was implanted, and then, the stent was post-dilated with senri 8.0-40. After the stent was expanded, an attempt was made to deflate the senri to place it in the slenguide for removal, although it became stuck and could not be removed. Deflation was performed again to try to pull it out but failed. After several attempts and failures, the balloon was pulled out together with the slenguide. The balloon was caught in the slenguide tip, the slenguide tip was deformed in flare shape. Examination of the actual sample found that the distal end had been chipped off partially. As this occurred inside the patient's body, there is a possibility that the chipped portion remains in the body. The procedure outcome was not reported. The patient impact was reported to be unknown.